Event description:
It is reported that the threads on the cup positioner are damaged.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the lead thread of the cup positioner experienced fracture/ deformation. Cause cannot be definitively determined. Evaluation: strike marks are observed on the handle of the device. The device shows some wear from use from a potential field age of approximately 4 years. The device meets specs as measured. Device history records indicate device manufactured to spec. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in 1997.